Event description:
The customer alleges back to back blood glucose results on her meter of 110 mg/dl and 69 mg/dl on a visiting nurse's/clinic's meter. The visiting nurse performs blood glucose testing and administers insulin based upon test results. No reported intervention or adverse event for the result of 110 mg/dl. The customer states she is fine. Return requested and replacement was sent.